Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch and the unit returned has distal end bent, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents the distal end bent. All the outer diameter (ods) guidewire overall length taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2014-07261. It was reported that guidewire entrapment occurred. After a 038/145 amplatz super stiff guide wire crossed the lesion, a .038 non bsc catheter was advanced over the wire. However, the catheter was stuck on the wire during advancing. The device was removed by pulling it out. The procedure was completed with a different device. No patient complications were reported and no issues regarding patient's condition.

Event description:
Same case as MDR ID#2134265-2014-07261. It was reported that guidewire entrapment occurred. After a 038/145 amplatz super stiff¿ guide wire crossed the lesion, a .038 non bsc catheter was advanced over the wire. However, the catheter was stuck on the wire during advancing. The device was removed by pulling it out. The procedure was completed with a different device. No patient complications were reported and no issues regarding patient's condition.